Event description:
Patient had telemetry unit in place. Telemetry monitor did not alarm when patient went into a junctional rhythm. When patient went from junctional rhythm. When patient went from junctional rhythm into a lethal rhythm, only a visual alarm was noted and no auditory alarm sounded.